Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to corroded electronic assembly. Analysis was unable to perform unexpected restart test due to blank display. The pump had a cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that the insulin pump had a blank display, unexpected restart alarm. The customer's blood glucose was 206 mg/dl at the time of the call. The customer wife stated that the insulin pump had a blank display, followed by an unexpected restart after battery insertion. She stated that the battery compartment and spring were not damaged or corroded. Wife stated that the battery cap was not damaged or corroded. The customer's wife called back after waiting per troubleshooting's instruction the customer was on the phone and stated the display had not returned. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.